Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer has reported a black screen and also cracks on the screen. Customer's blood glucose was 122 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with bleeding and cracked lcd glass. The insulin pump was received with cracked reservoir tube lip.